Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The pump was subsequently noted to be unresponsive and was unable to be turned on. The customer's blood glucose level was impacted (400 mg/dl). The customer delivered a bolus via an alternate pump. Reportedly, the customer would use the alternate pump for insulin therapy.